Manufacturer narrative:
Concomitant product: 7279 device implanted: (B)(6) 2006.

Event description:
It was reported that during a routine follow-up, the left ventricular (lv) lead exhibited displacement. The lv lead was repositioned to the same cardiac lateral wall vein, however, displacement occurred again. It was noted due to acute curvature of the vein, the lead was unable to be fixated and there were no other blood vessels in which the lead could be placed. The lv lead was removed. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.